Event description:
Screw head was broken when surgeon was attempting to fix a fracture plate in the pt's mandible. Broken shaft of the screw was left in place.

Manufacturer narrative:
Investigation in progress but not yet complete.